Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly clogged with blood clots and after flushing the septum was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port, a port septum and a catheter were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The port septum appeared to be dislodged from the port body and was returned. Upon infusion, resistance was felt on first attempt. No water was noted to exit the distal end. Another attempt was performed with additional pressure and what appeared to be thrombus was observed exiting with water at the distal end of the catheter. Aspiration was attempted and was successful. Also three electronic photos were provided for review. The photo shows the clinician holding the power port and the port septum was noted to be detached from the port body. Therefore the investigation is confirmed for the reported port damage, blood clot obstruction and identified material protrusion issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly clogged with blood clots and after flushing the septum was allegedly damaged. There was no reported patient injury.